Event description:
The pt reported experiencing unexplainable elevated blood glucose since 2009. The pt believes the infusion device delivers too little insulin. On the same day, the pt's blood glucose measure 306 mg/dl and the pt bolused 6 units of insulin through the infusion device. At 10:29, the pt's blood glucose measures 262 mg/dl and the pt bolused 5 units of insulin through the infusion device. At 1:05pm, the pt's blood glucose measured 249 mg/dl. At 6:17 pm, the pt's blood glucose measured 285 mg/dl and the pt bolused 5 units of insulin. The pt's normal blood glucose level is 120 mg/dl. No further information is available. The pt did not require medical assistance from healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.